Event description:
It was reported that the device had illuminated the flashing service wrench and battery icons and then the device powered off. The device would no longer power on. The customer was using a third-party battery. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control confirmed with the customer that they have removed the device from service. Physio-control will not be evaluating the device and the cause of the reported failure cannot be determined.